Manufacturer narrative:
Product investigation is in progress.

Event description:
[Tampon] falls apart. Folds in two [device breakage]. Case narrative: consumer reported via email that the tampon falls apart and folds in two. No injury was reported.